Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, intermittent capture and low sensing were noted on the right atrial (ra) lead post a maze procedure. It was further reported that the physician suspected the threshold/capture issues were related to the surgical procedure. The lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.